Manufacturer narrative:
One cardiomems patient electronic system and power accessories were received for evaluation. The power cable cord had several nicks on the insulation & frayed wires. Temporarily replaced a known good power cable cord and the unit powered up and completed the post (power on self test) successfully. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the cause for the reported event remains unknown.

Event description:
It was report that sparking occurred when the patient plugged the unit into the wall. The power cord is frayed and there are exposed wires. It was also noted that the unit was unable to be powered on. A replacement unit has been ordered.